Event description:
Customer reported that the esc button on the insulin pump was not responding properly. Customer mentioned that they have received a button error alarm in the past and was able to clear it. Customer's blood glucose reading at the time of the call was 198 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump was received with unresponsive button due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.